Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11059. Reference MFR report: 1627487-2012-11061. The patient received three leads, and two have the same lot number. It was reported the patient was not receiving effective stimulation so she turned the system off. On (B)(6) 2012 the patient entered an MRI room and felt her stimulation turn on, although the MRI was turned off. The patient also reported in (B)(6) she felt her stimulation turn on and it shocked her. The patient was to undergo a MRI at a future date and a procedure to explant the scs system was scheduled.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.